Event description:
A patient death was reported in a publication, c. Palmiere et al., legal medicine (2015) for a patient who underwent si joint arthrodesis in (B)(6) 2013. Per the case report, his past medical history was significant for lumbar discal herniation surgery, lumbosacral spondylolisthesis, lumbar laminectomy, vertebral fixation, surgical removal of fixation material and former drug addiction (cocaine, ecstasy, amphetamine). Postmortem investigations identified a perforation of a branch of the right internal iliac artery and found it is extremely likely that the patient took unprescribed tramadol. Even though hair analysis confirmed unprescribed tramadol use on a regular basis over the months preceding death, the unprescribed tramadol concentration in peripheral blood was within toxic levels and was therefore considered co-responsible for the death. The operating surgeon is contesting the findings of the report and the publication has been withdrawn. The surgeon and his operating room team, including anesthesiologists, do not believe the cause was related to the procedure and does not accept the published findings. An investigation is currently underway and the surgeon is not providing any further information until the investigation is concluded.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU and fmea there is no evidence that the device was out of specification. The most probable root cause is bleeding and a toxic level of an unprescribed drug, tramadol. Part numbers and quantities are not known.